Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, multiple unexpected shutdowns occurred and the battery gauge was noted to be displaying 100% for a full day despite being in use. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 242mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged battery incorrectly displayed issue and the unexpected shutdown issue could not be verified.